Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generators issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both the e-100 generators to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the e-100 generator with the serial number (B)(6). For evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis (fa) evaluation) or if additional information is received. Isi did receive the e-100 generator with the serial number (B)(6). Involved with this complaint to perform fa. Fa was not able to reproduce the reported complaint. This unit was installed into the test system and it worked fine with a vessel seal extend instrument installed. Fa use a vessel sealer extend instrument with a saline dipped gauze in the jaws and fire the yellow pedal/sync activations cut/seal about 100 times and the e-100 generator worked fine without any issue. Fa power cycle unit 10x without any issue or error. A site's history review was performed, and patient identifier (B)(6). Is a related complaint (the second e-100 generator having issues in the same procedure).

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported from offsite they received a text message reporting the e-100 instrument and power led were both red. The staff had removed power from the e-100 generator with no change. The csr explained the staff used the erbe generator to provide the vessel sealer extend (vse) instrument energy and proceed with the procedure. The tse recommended the csr contact the staff and ask that they depress and hold the e-100 generator power button for three seconds and determine if the error persist. The csr was going to contact the staff to request they depress the power button. The csr reported that the issue returned with the new e-100 generator. The tse asked to try different instruments and ensure site was taking appropriately sized bites of tissue. Ensure site was not using the vse instrument in an area with a lot of fluid and ensure site had e-100 generator plugged into dedicated outlet. The procedure was completed with no reported injury. Isi followed up with the csr and obtained the following additional information: there were no reported errors when the system powered on. The customer reported reseating the instrument in the e-100 generator port to no success. The customer connected to the erbe generator with no further delay. The procedure was completed robotically with the erbe generator but not with the e-100 generator with no patient injury reported. No energy was delivered from the e-100 generator to the patient tissue per the customer.

Manufacturer narrative:
The e-100 generator was return for failure analysis, but the reported failure could not be replicated. This unit was installed into the test system, and it worked fine with vessel seal extend instrument. Failure analysis used the vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked fine without any issue. No red light or issue during test. The system was power cycled 10 without any issue or error and the issue could not be replicated.

Event description:
Refer to h10/h11 for follow-up information.